Event description:
It was reported that intermittent occlusion alarms occurred. System check was started tandem technical support (tts), however, the customer declined to complete the check. Reportedly the customer is using humalin insulin. Tts informed the customer that humalin insulin is off label per the tandem user guide. Customer's blood glucose level was 185-250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.